Event description:
Reporter alleged obtaining a discrepant blood glucose result of 91 mg/dl back to back with a result of 283 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated, she ate grapes when the results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.